Event description:
It was reported to covidien that the unit was missing display segments. There was no pt involvement. Problem was found during preventive maintenance.

Manufacturer narrative:
The customer's complaint was verified. The failure was isolated to the ui board. The ui board was replaced.